Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; however, during magnified inspection a small hole was observed in the front of the bag ¿where the letter a in the word and is stamped¿. Functional testing was performed and a leak was noted at the front of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred from the face of an exactamix 250 ml eva tpn bag. This occurred before patient use. There was no patient involvement. No additional information is available.